Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical netherland's evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and stress testing with the returned multifunction cable (mfc) and test mfc cable without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.